Event description:
Patient tested negative. The test was performed on urine (specific gravity unknown). The patient was admitted to the surgical facility for laparoscopic tubal ligation. The patient had taken nothing by mouth (npo) since midnight. Prior to surgery, the facility performed a contrast ii hcg pregnancy test. The test result was negative. Last menstrual period was a month earlier (date unspecified). Confirmatory hcg testing was performed using a contrast ii hcg pregnancy test prior to tubal ligation. Tubal ligation was completed with general anesthesia and the patient was discharged to home. Three months later, the patient's physician inquired about the pregnancy test performed for this patient. Per the physician, "the pt was seventeen weeks pregnant by ultrasound. The pt was four weeks and four days pregnant at the time of tubal ligation." Concomitant medications included lasix (furosemide), versed (midazolam hydrochloride), reglan (metoclopramide), zotran, fentanyl, lidocaine, protofol, miracron, toradol (ketorolac tromethamine), nitrous oxide, oxygen, and suprane (desflurane). The patient did not experience difficulty breathing, unexpected bleeding, or infection during or secondary to tubal ligation. No injury to adjacent organs or structures was caused by the laparoscopic instruments. At the time of the report, the patient's pregnancy was viable. Tubal ligation was performed based on the contrast ii hcg pregnancy test result. No patient or fetal injury was reported. The relationship between the negative contrast ii hcg pregnancy test result and the performance of tubal ligation was reported as definite, per the reporting physician.